Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(4) 2013; inratio2: 6.4, 2.7; reference: 2.4. First inratio result was at 3:26pm. Second inratio result was at 4:45pm. Md poc meter at 4:45pm as well.

Manufacturer narrative:
Investigation pending.